Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the plastic o-ring around reservoir compartment fell off and the ring of the reservoir was unable to lock in place when inserted into pump. The blood glucose was over 400 mg/dl at the time of the incident and current blood glucose was 128 mg/dl with band aid on pump and customer declined troubleshooting for the high blood glucose. The customer put reservoir in pump and just slips right out and looked at pump itself and the plastic that locks the reservoir is broke and held by band aid. The device will be returned for analysis.